Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "gel immersion endoscopic mucosal resection (emr) for superficial nonampullary duodenal epithelial tumors may reduce procedure time compared with underwater emr (with video)". Literature summary: this retrospective cohort study was aimed to evaluate the endoscopic outcomes of underwater endoscopic mucosal resection (uemr) and gel immersion emr (giemr). Total 23 patients were included in this study. Giemr significantly reduced the procedure time compared with uemr. There was no significant difference between the uemr and giemr groups for en bloc resection rate and r0 resection rate. There was one case of intraoperative bleeding in the giemr group and one in the uemr group; both of which were controlled with endoscopic clips. No serious complications were observed in either group. This study concluded that giemr was safe and had good therapeutic results for snadets and showed the potential to accelerate the procedure time compared with uemr. This method may be particularly useful in areas where immersion in water is difficult. Intraoperative bleeding was defined as bleeding during or immediately after endoscopic resection. Type of adverse events/number of patients: [giemr group] (n= 13); intraoperative bleeding - 1 patient; [uemr group] (n=10); intraoperative bleeding - 1 patient. The literature described "ez clip", and hx-610-090l was selected since it was shipped most to the area during the study period. This article includes 3 reports: (B)(6)/gif-q260j; (B)(6)/sd-210l-15; (B)(6)/hx-610-090l. This report is 2 of 3 for (B)(6).